Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2158-50 serial #: (B)(4), description: linear lead with enhanced stylet, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the patient's lead contact were out on impedance check. The patient underwent an explant procedure and the physician confirmed that one of the two patient's lead had fracture. The patient was reportedly doing well post-operatively.